Manufacturer narrative:
Failure analysis noted that the pump passed prime/ compromised force sensor, displacement and basic occlusion test. However the pump was received stuck in motor error alarm loop during bolus delivery. Analysis was unable to confirm motor position encoder error alarm due to overwritten history files. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The pump had a cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 89 mg/dl. Friend states the alarms occurred when filling the tubing. Friend did states the customer has a pacemaker. She states the pump was not exposed to a high magnetic field and the drive support cap appears intact. She stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.